Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 111 ml,; 2.4 ml/hr rate; given 0 ml. No air in line, patient not affected. No further information available.